Event description:
It was reported that "during a removal of hybrid screws, the tips of the inner shafts broke inside the screw."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.